Event description:
A handheld was returned due to water damage from flooding at a hospital. Analysis found that it did not communicate due to a damaged serial cable, which was not related to the water damage. It was identified that there was a broken wire connection to the pcb. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.